Manufacturer narrative:
Weight was reported as between (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient¿s first visit to their clinic was on (B)(6) 2015. It was noted that the patient had apparently developed an infection at the left lead shortly after implant in (B)(6)2105. The site behind their ear may have been the location of the start of the infection. The patient was seen by neurosurgery in (B)(6) 2015 for further treatment of the infection. After unsuccessful resolution of the infection, the left lead was removed on (B)(6)2016. The hcp reported the infection appeared to be resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va0kj0k, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Fdc code applies to the lead (lot #va0kj0k) and the extension (serial #(B)(4)) only. Fdc code applies to the ins (serial #(B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The hcp reported that the patient's left lead was removed due to infection on (B)(6) 2016. The hcp reported that all that was found was a sore behind the patient's left ear. No device issues were reported. No further patient complications have been reported as a result of this event.